Manufacturer narrative:
The reported failure of the active exhalation purge valve test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR not reviewed at this time. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. No patient injury or serious harm was reported. During evaluation at a third-party service center, the rubber feet were noted to be missing. The front case kit and rear enclosure assembly were observed to be cracked. The enclosure seal kit required replacement due to a change in the rear enclosure. During functional testing, the device failed the active exhalation purge valve test. The active exhalation control module required replacement to correct the issue. Following repair and replacement activities, the device successfully passed all required functional and performance testing.